Manufacturer narrative:
(B)(4). UDI - (B)(4). Concomitant medical product: - bmt splined knee stm v2 18x40, cat#: 148293 lot#: 818780. Bmt 360 tib aug 83x5mm, cat#: 185226 lot#: 059760. Bmt 360 tib aug 83x5mm, cat#: 185226 lot#: 304860. Bmt 360 tib tray 83mm, cat#: 185206 lot#: 952960. Bmt 360 tib lg cruciate wing, cat#: 185651 lot#: 790440. E1 vngd ps+ tib brg 79/83x16, cat#: ep-183766 lot#: 111750. Van ps open intl fem-lt 70 cat#. 183132 lot#. 442030. Reported event was confirmed by review of x-rays. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The risk for the reported issue is addressed in I/o risk table. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04596, 0001825034 - 2017 - 08486, 0001825034 - 2017 - 08487, 0001825034 - 2017 - 08488, 0001825034 - 2017 - 08489, 0001825034 - 2017 - 08494.

Event description:
It was reported that patient was revised to address femoral component loosening. Further review of the provided patient's x-rays determined that radiolucency is also present at tibial implant cement-bone and metal-bone interfaces consistent with loosening. Additionally, the tibial tray is not perpendicular to the long axis of the tibia on the ap view and rather exhibits several degrees tilt with suggestion of subsidence of the medial tibial tray.